Event description:
The reporter stated when communicating with this pacemaker, she noticed pauses; pauses long enough to see "escape beats." She was concerned there was a problem with the pacer, although sensing and capture thresholds were fine. She did say it was more apparent when the pacer was programmed to a more sensitive (2.0mv) setting.